Event description:
The customer observed a falsely elevated architect stat highly sensitive troponin-I result for a 74-year-old male patient. The following data was provided (customer¿s reference range is 0.0-0.034 ug/l): initial result was 3.441, repeat results were 0.012 and 0.011 ug/l. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated architect stat troponin-I result on the architect i2000sr, serial number is (B)(6). Through an extensive investigation, the fsr found the trigger solution valves leaked. The fsr replaced valves from the valve, manifold kit (rohs), part number 7-77612-04, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.